Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 105 (pic motor error) during therapy at the emergency room. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a pic motor error 105 was reproduced through troubleshooting of the device. A review of the event history log revealed two occurrences of system error 105 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed motor. The motor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.